Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a dissection occurred. The target lesion was 80% stenosed and located in the left main and mid left anterior descending artery (lad). The lesion was treated with ten passes of the oad on low speed. A type b dissection was noted to occur in the area of atherectomy treatment. Following balloon angioplasty, the dissection became spiral in nature. A stent was placed to resolve the dissection and the patient was stable following the procedure.